Event description:
This spontaneous case describes the occurrence of allergy to metals ("nickel allergy") and musculoskeletal pain ("muscle and joint pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced allergy to metals (seriousness criterion intervention required), musculoskeletal pain (seriousness criterion disability), back pain ("backaches"), psoriasis ("significant psoriasis"), eczema ("eczema around eyes"), skin disorder ("major skin problems"), cardiac disorder ("cardiac problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), visual impairment ("vision problems"), gastric disorder ("stomach problems"), ankylosing spondylitis ("ankylosing spondylitis"), adenomyosis ("adenomyosis") and fallopian tube cyst ("cysts on tubes") and was found to have uterine leiomyoma ("fibromas on uterus"). The patient was treated with surgery (removal and tubes or uterus removed). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to allergy to metals, musculoskeletal pain, back pain, psoriasis, eczema, skin disorder, cardiac disorder, urinary tract disorder, tooth disorder, visual impairment, gastric disorder, ankylosing spondylitis, adenomyosis, fallopian tube cyst or uterine leiomyoma. The reporter commented: patient reported I thought I was going crazy; doctors could not determine what was wrong with me and she suffer serious and disabling side effects. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ("nickel allergy / allergies to all sorts of metals") and musculoskeletal pain ("muscle and joint pain") in a female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. She denies any pain or gynaecological problems. As concurrent condition the report mentioned psoriasis. In 2009, the patient had essure inserted. In 2009 she experienced allergy to metals (seriousness criterion intervention required), musculoskeletal pain (seriousness criteria hospitalisation and disability), back pain ("backaches"), cardiac disorder ("cardiac problems with symptoms of heart attack , no issues was detected by cardiologist, not wrong with patient") with palpitations, urinary tract disorder ("urinary problems"), tooth disorder ("dental problems") and visual impairment ("vision problems"). In 2013 she experienced ankylosing spondylitis ("ankylosing spondylitis"). Essure was removed in 2017. An unknown time later she experienced psoriasis ("significant psoriasis / worsening of psoriasis"), eczema ("eczema around eyes"), skin disorder ("major skin problems"), gastric disorder ("stomach problems"), adenomyosis ("adenomyosis"), fallopian tube cyst ("cysts on tubes") and dizziness ("feel light-head") and was found to have uterine leiomyoma ("fibromas on uterus / fibromas on the uterus"). The patient was treated with surgery (removal and tubes or uterus removed in 2017). In 2017, urinary tract disorder, tooth disorder, visual impairment and gastric disorder had resolved. At the time of the report, the dizziness had resolved and the ankylosing spondylitis had not resolved. The outcomes for allergy to metals, musculoskeletal pain, back pain, psoriasis, eczema, skin disorder, cardiac disorder, adenomyosis, fallopian tube cyst and uterine leiomyoma were unknown. No causality assessment was received for essure with regard to allergy to metals, musculoskeletal pain, back pain, psoriasis, eczema, skin disorder, cardiac disorder, urinary tract disorder, tooth disorder, visual impairment, gastric disorder, ankylosing spondylitis, adenomyosis, fallopian tube cyst, uterine leiomyoma or dizziness. The reporter commented: discrepant essure stop data 2016 or 2017. Patient reported I thought I was going crazy; doctors could not determine what was wrong with me and she suffer serious and disabling side effects. Follow up- 14-nov-2022, she had symptoms of a heart attack, but after undergoing some blood tests, the cardiologist told that he did not know what was wrong . All the tests I underwent came back normal. I am of a joyful and optimistic nature; I ended up telling myself it was related to my night job¿. Today, 49-year-old still works night shifts and she is doing much better. ¿her psoriasis has returned to the level it was at before 2009, her electrocardiogram is normal, she no longer feel lightheaded. She still has some pain, (discrepancy information stop date reported to muscle and joint pain, back pain, also reported she the implant removed after 8 years, in an operation where she had her uterus removed, since then, she has not experienced any pain), but nothing like it was! The only disease she still has is ankylosing spondylitis¿. These inserts robbed me of eight years of my life. I regret not having been able to talk about all this with the gynaecologist who fitted me with the inserts; I 'm angry with myself, for I 'm not having looked for information on these inserts before. I trusted a doctor, blindly¿. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in 2009: nickel positive. [Specialist consultation] in 2009: after undergoing some blood tests, the cardiologist told that he did not know what was wrong. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ("nickel allergy / allergies to all sorts of metals") and musculoskeletal pain ("muscle and joint pain") in a female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. She denies any pain or gynaecological problems. As concurrent condition the report mentioned psoriasis. In 2009, the patient had essure inserted. In 2009 she experienced allergy to metals (seriousness criterion intervention required), musculoskeletal pain (seriousness criteria hospitalisation and disability), back pain ("backaches"), cardiac disorder ("cardiac problems with symptoms of heart attack , no issues was detected by cardiologist, not wrong with patient") with palpitations, urinary tract disorder ("urinary problems"), tooth disorder ("dental problems") and visual impairment ("vision problems"). In 2013 she experienced ankylosing spondylitis ("ankylosing spondylitis"). Essure was removed in 2017. An unknown time later she experienced psoriasis ("significant psoriasis / worsening of psoriasis"), eczema ("eczema around eyes"), skin disorder ("major skin problems"), gastric disorder ("stomach problems"), adenomyosis ("adenomyosis"), fallopian tube cyst ("cysts on tubes") and dizziness ("feel light-head") and was found to have uterine leiomyoma ("fibromas on uterus / fibromas on the uterus"). The patient was treated with surgery (removal and tubes or uterus removed in 2017). In 2017, urinary tract disorder, tooth disorder, visual impairment and gastric disorder had resolved. At the time of the report, the dizziness had resolved and the ankylosing spondylitis had not resolved. The outcomes for allergy to metals, musculoskeletal pain, back pain, psoriasis, eczema, skin disorder, cardiac disorder, adenomyosis, fallopian tube cyst and uterine leiomyoma were unknown. No causality assessment was received for essure with regard to allergy to metals, musculoskeletal pain, back pain, psoriasis, eczema, skin disorder, cardiac disorder, urinary tract disorder, tooth disorder, visual impairment, gastric disorder, ankylosing spondylitis, adenomyosis, fallopian tube cyst, uterine leiomyoma or dizziness. The reporter commented: discrepant essure stop data 2016 or 2017. Patient reported I thought I was going crazy; doctors could not determine what was wrong with me and she suffer serious and disabling side effects. Follow up- (B)(6) 2022, she had symptoms of a heart attack, but after undergoing some blood tests, the cardiologist told that he did not know what was wrong . All the tests I underwent came back normal. I am of a joyful and optimistic nature; I ended up telling myself it was related to my night job¿. Today, 49-year-old still works night shifts and she is doing much better. ¿her psoriasis has returned to the level it was at before 2009, her electrocardiogram is normal, she no longer feel lightheaded. She still has some pain, (discrepancy information stop date reported to muscle and joint pain, back pain, also reported she the implant removed after 8 years, in an operation where she had her uterus removed, since then, she has not experienced any pain), but nothing like it was! The only disease she still has is ankylosing spondylitis¿. These inserts robbed me of eight years of my life. I regret not having been able to talk about all this with the gynaecologist who fitted me with the inserts; I 'm angry with myself, for I 'm not having looked for information on these inserts before. I trusted a doctor, blindly¿. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] in 2009: nickel positive. [Specialist consultation] in 2009: after undergoing some blood tests, the cardiologist told that he did not know what was wrong. The most recent follow-up information incorporated above includes data received on: 14-nov-2022: the follow information were included new other's reporter, medical history, lab data, indication, essure start and stop date, onset date added to nickel sensitivity, arthromyalgia, back pain, ankylosing spondylitis. Outcome updated from unknown to not recovered/not resolved, hospitalization added to arthromyalgia, new event light-headed feeling. Onset and stop dated added tooth disorder, urinary tract disorder, visual disturbances, gastric disorder and outcome updated from unknown to recovered/resolved amendment was performed patient initials updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.